Manufacturer narrative:
(B)(4). Batch # unk. Additional information obtained: the surgeon said that this would not be a problem clinically for the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open total colectomy procedure, the surgeon asked that the device be reloaded with a blue cartridge. He noted that it was difficult to close the device. He tried three times with a lot of effort. The sales rep asked if there was any extra material in the device or if the tissue was too thick. The doctor stated that it was not, and the device closed, he waited fifteen seconds and then fired. It was mentioned that the stapler did not fire all staples, but the knife blade did fire. Hand sewing and a circular stapler was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.